Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery contacts were compressed. It was also noted that the upper and lower cases were broken, the battery release had pry marks, one bail cover was broken, the ring cover was contaminated, the lead flex cover was broken, the ring was bent, the keyboard was scratched, the battery drawer o-ring was missing, and the serial number label was damaged. (B)(4).

Event description:
It was reported the battery drawer will not release. The device was returned for repair. There was no patient involvement.